Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the system had a red led on camera, and the monitor said "localizer not connected." The system was rebooted and the issue remained. The system was working as intended now without a red led, only green. Technical services (ts) had the medtronic representative (rep) check the ndi toolbox. All status's were ok. There was no patient present.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740. Software version 1.0.3. A system checkout was performed. The camera amber light was flashing, and localized not connected. The issue found was twisted, bunched up wire. The manufacturer representative removed the camera arm and found the wire twisted and bunched up. He removed the panels and straightened the wires. B01, c13, and d02 are applicable. Software has not been received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735821, lot number: - h6: a05 - red light emitting diode (led) on camera a1102 - error message a12 - localizer not connected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.